Manufacturer narrative:
The reported complaint of a tcmid:06 (ce post failure) error message on the thermogard xp ivtm system (serial # (B)(6)) was confirmed during functional testing and event logs review. The investigation findings revealed that the root cause of tcmid:06 was due to a damaged cooling engine (ce) or leaking refrigerant as a result of wear and tear. The thermogard xp ivtm system was manufactured in january 2012 and it is 8 years old, well past beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a cracked line at air trap and cold well cap was degraded and cracked asssembly top lid were observed on the returned thermogard xp ivtm system during visual inspection. These types of physical damaged are likely attributed to wear and tear and/or mishandling. The damaged components will be replaced to address these issues. During event log review, multiple tcmid:06 were observed on the reported event date. Thus, confirming the reported complaint. Initial functional testing failed due to error message tcmid:06 (ce post failure) displayed upon console power on. To remedy the issue, the thermogard console's cooling engine and refrigerant needs to be replaced. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (serial #(B)(4)) displayed "tcm ID:06" (ce post failure) error message after power-on-self -test (post). No patient involvement.